Event description:
Additional information was received, and decision is not reportable at this time it was determined that the ipg was not stuck in MRI mode. The patient received a new pc, and the manufacture representative was able to help the patient establish a new bond and connect to the ipg without any trouble.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient had an MRI and patient lost their pc after the MRI. It is unknown whether MRI mode was exited before the pc was lost. It was advised the ipg is currently in MRI mode and cannot create a paring bond without a mobile device. Therefore, it was reported the patient was not able to exit from MRI mode after an MRI. The patient stated they will purchase a mobile device that supports the pc app as well as receive a magnet and will reach back out to representative. Currently no other information and next course of action is currently unknown.

Manufacturer narrative:
Fsca number was removed as device was not stuck in MRI mode and is not related to the previously reported fsca event. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received, and decision is not reportable. It was determined that the ipg was not stuck in MRI mode as the patient surmised. Patient received a new pc (iphone) and was able to establish a new bond and connect to the ipg without any trouble. There were no known allegations of deficiencies against the device.